Event description:
It was reported that several bd vacutainer® urine collection cups were flagged for erroneous red blood cell levels on the sysmex uf analyzer during use, and the results were verified under the microscope for 20 cups. The following information was provided by the initial reporter: the customer asked if there has been any progress in determining the cause of the erroneous rbc levels flagged on the sysmex uf analyzer. Erroneous results may have been released (falsely high rbc counts), however, the specimens are not stable nor are they kept for a long period of time. No investigation could occur. We did, however, collect data once sysmex notified us of the issue with the blue cups. We looked at 32 specimens and 14 of them had a higher rbc count from the uf1000 vs what we saw under the microscope. The results were reported from the microscope. Based on this data, we had to create a new rule to stop these types of results from being auto verified. Our auto verification rate has dropped about 7-8% since the new rule was implemented. The entire hospital is using these blue cups. We need to continue to use the cups with the vacutainer system as it is part of a hospital wide project.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#147975 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation activities have been conducted through CAPA#147975 and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through CAPA#147975. The CAPA has identified the most likely root causes and corrective actions are in the process of being implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that several bd vacutainer® urine collection cups were flagged for erroneous red blood cell levels on the sysmex uf analyzer during use, and the results were verified under the microscope for 20 cups. The following information was provided by the initial reporter: the customer asked if there has been any progress in determining the cause of the erroneous rbc levels flagged on the sysmex uf analyzer. Erroneous results may have been released (falsely high rbc counts), however, the specimens are not stable nor are they kept for a long period of time. No investigation could occur. We did, however, collect data once sysmex notified us of the issue with the blue cups. We looked at 32 specimens and 14 of them had a higher rbc count from the uf1000 vs what we saw under the microscope. The results were reported from the microscope. Based on this data, we had to create a new rule to stop these types of results from being auto verified. Our auto verification rate has dropped about 7-8% since the new rule was implemented. The entire hospital is using these blue cups. We need to continue to use the cups with the vacutainer system as it is part of a hospital wide project.

Event description:
It was reported that several bd vacutainer® urine collection cups were flagged for erroneous red blood cell levels on the sysmex uf analyzer during use, and the results were verified under the microscope for 20 cups. The following information was provided by the initial reporter: the customer asked if there has been any progress in determining the cause of the erroneous rbc levels flagged on the sysmex uf analyzer. Erroneous results may have been released (falsely high rbc counts), however, the specimens are not stable nor are they kept for a long period of time. No investigation could occur. We did, however, collect data once sysmex notified us of the issue with the blue cups. We looked at 32 specimens and 14 of them had a higher rbc count from the uf1000 vs what we saw under the microscope. The results were reported from the microscope. Based on this data, we had to create a new rule to stop these types of results from being auto verified. Our auto verification rate has dropped about 7-8% since the new rule was implemented. The entire hospital is using these blue cups. We need to continue to use the cups with the vacutainer system as it is part of a hospital wide project. What was the condition of the sample? Fresh- run within two hours of collection. What instrument was used? Uf1000. What is the average range of rbc? 3-5. What were the patient¿s result? Higher than the scope- scope was 0-2. Were the patient¿s re tested? Unclear. What were the results of the repeat testing? Unclear.

Manufacturer narrative:
The following field was updated due to additional information: b.5. Describe event or problem: it was reported that several bd vacutainer® urine collection cups were flagged for erroneous red blood cell levels on the sysmex uf analyzer during use, and the results were verified under the microscope for 20 cups. The following information was provided by the initial reporter: the customer asked if there has been any progress in determining the cause of the erroneous rbc levels flagged on the sysmex uf analyzer. Erroneous results may have been released (falsely high rbc counts), however, the specimens are not stable nor are they kept for a long period of time. No investigation could occur. We did, however, collect data once sysmex notified us of the issue with the blue cups. We looked at 32 specimens and 14 of them had a higher rbc count from the uf1000 vs what we saw under the microscope. The results were reported from the microscope. Based on this data, we had to create a new rule to stop these types of results from being auto verified. Our auto verification rate has dropped about 7-8% since the new rule was implemented. The entire hospital is using these blue cups. We need to continue to use the cups with the vacutainer system as it is part of a hospital wide project. What was the condition of the sample? Fresh- run within two hours of collection. What instrument was used? Uf1000. What is the average range of rbc? 3-5. What were the patient¿s result? Higher than the scope- scope was 0-2. Were the patient¿s re tested? Unclear. What were the results of the repeat testing? Unclear.